Event description:
It was reported that the 9800 system failed to boot initially. Boot was successful on subsequent attempts. No adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu board, and hard disk drive were replaced. The software was reloaded and the system was tested and found to be working as intended and placed back into service.